Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer stated that it is a refurbished pump. Customer's blood glucose was 10.7 mmol/l. Customer stated that the pump is prompting them to rewind. Customer tried to perform a manual prime and the pump alarmed no delivery. Customer was advised to remove the reservoir from the pump and reattach a plunger to push insulin manually. Customer stated that they do not have any extra disposables with them at the moment because they are at work. Customer cannot proceed with troubleshooting. Customer was advised to revert back to using a needle as there is a possible occlusion with the set or reservoir. Customer will call back if there are any issues.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.